Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that the infusion failed during vitrectomy surgery. The surgery was completed on same day, but it was unknown how the procedure was completed. There was no information about patient impact. Additional information received that there was no patient contact.